Event description:
It was reported, during omega ti surgery, the surgeon inserted the screw. The surgeon found metal shaving from the screw. The metal shaving were retrieved from the wound. The surgeon changed the screw to another new screw and the procedure was completed.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.